Manufacturer narrative:
The failure investigation has been completed and the alleged load fill tubing and cartridge fit issues were not verified. No cartridge was received for investigation therefore no evaluation could be performed for the cartridge damage allegation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, it was reported that a cartridge did not fit onto the pump. Reportedly, the cartridge o-ring was missing and the customer confirmed the o-ring was not located on the pneumatic tap. Customer's blood glucose level was 90 mg/dl. Customer reverted to an alternate method of insulin therapy.